Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the patient went on vacation and when they came back home the stimulator started acting up. The patient would charge the implanted neurostimulator and it would say full then an hour or two later it would show full. Patient would turn it off and turn it back on and 30 minutes to an hour later it was dead. Patient noted they were in pain and trying to get it to turn back on. Patient had to reset the controller. Sometimes they had issues with getting it to locate the device for it would tell them it was unable to locate it. Sometimes it would locate it after 20 minutes of sitting there searching. The issue had gotten progressively worse and yesterday and today it had gone dead on them and the device in their back went dead 15 times. The controller would freeze and would not do anything for they would have to take the battery out multiple times a day to get the controller to work. This issue started around the 9th and had been happening off and on since. Patient was in so much pain and their pain pills were not working and nothing was working for it was exhausting them and making them ill. During call patient verified no damage to the recharger, patient noted they had lost weight and they could feel where the battery was and it did not seem to have moved. Patient attempted to recharge their implant and the patient was able to recharge at excellent. An email was sent to the repair department to replace the controller. Agent recommended if the replacement did not resolve issue they should contact their managing healthcare provider (hcp).